Event description:
It was reported that around 7:43 am on (B)(6) 2013 customer experienced symptoms that were described as "shaking, sweating, could not talk" and a "like seizure" symptoms (customer stated that he did not have a seizure). Customer reported receiving a reading of 125 mg/dl on his adc meter on the same day at 8:00 am which was higher than he felt. Customer did not self-treat. Paramedics were called, checked customer's vital signs and treated customer with unknown type intravenous fluid and oral glucose. A reading of 22 mg/dl was obtained on unknown brand hcp meter. Customer was transported to a local health care facility, had his vital signs monitored, treated with unknown type intravenous fluids and oral glucose and a reading of 95 mg/dl was obtained at 9:48 am (unknown whether it was obtained on meter or via lab testing). There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a final report. The meter was returned and an investigation utilizing the returned meter, returned test strips and retained control solution lot number mgk20625 has determined the complaint is not confirmed. All results were within range specification. It should be noted that returned meter's memory upload was performed and it was confirmed that a reading of 125 mg/dl was obtained on (B)(6) 2013 at 8:00 am. All pertinent information available to abbott diabetes care has been submitted.